Event description:
Description of event according to initial reporter: the coating of the guide wire was rolled up. Patient outcome: no patient injury.

Manufacturer narrative:
Manufacturer ref# (B)(4). Summary of investigational findings: the coating of the wire guide rolled up. No device was returned for investigation and without the actual complaint device it would be inappropriate to speculate at what may or may not have caused the coating to roll up. However, two photos were provided and showed the distal tip of a wire guide, which had fractured with the outer coiling slipping the inner mandril and sticking inside an unknown catheter. Reportedly the wire guide was a straight lunderquist extra-stiff support wire, but the photos showed a curved mandril and consequently it is suggested that the wire guide tip was altered during preparation and that the alteration unintendedly damaged the coiling and caused the tip to stick inside the catheter and following to fracture/unravel. There are adequate controls in place to ensure the device was manufactured to specifications. Cook was unable to conduct a review of the device history record, as the lot number of the complaint device was not provided for the investigation. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.